Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections were made to a.1, h.6: device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for regurgitation was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the IFU, valve regurgitation, including paravalvular leak (pvl) and transvalvular leak, are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, ''on pod 58, a follow-up transthoracic echocardiography (tte) showed a significant worsening of aortic regurgitation (ar), so the patient was admitted for further examination. A transesophageal echocardiography (tee) showed mild ar and an overestimated transthoracic wall, and there was no valvular infection. The outcome was determined recovering. The patient was discharged after adjusting his heart failure medication.'' Due to insufficient information, a definitive root cause of the regurgitation could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, on post-operative day 58, a follow-up transthoracic echocardiography (tte) showed a significant worsening of aortic regurgitation (ar), so the patient was admitted for further examination. A transesophageal echocardiography (tee) showed mild ar and an overestimated transthoracic wall, and there was no valvular infection. The patient was discharged after adjusting his heart failure medication.